Event description:
It was reported that a spectrum iq infusion pump kept displaying the door was open when it was closed found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "keeps saying the door is open when its closed" was not reproduced. A review of the event history log revealed multiple "'door jammed!" Messages. There is evidence of the customer reported problem ' keeps saying the door is open when its closed ' in the event history log. The event appears as 'door jammed! '. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the loose front case mechanism mounting screws. The mechanism required to be reinstalled to correct the reported problem. An occurrence of this alarm outside of a therapy is not likely to lead to patient harm. Should additional relevant information become available, a supplemental report will be submitted.